Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown), but the device failed to discharge the energy. Another clinician then successfully defibrillated the patient using the same device and paddles. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.